Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of (3) large bore stopcock with rotating male luer lock were defective and unsterile with air leak. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A bubble test was performed on each received sample which revealed a leak in the seal of sample 1 only. The reported condition was verified in 1 sample; however, not verified in the remaining 2 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.